Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely the device interacted with the difficult anatomy (moderately calcified, moderately tortuous) and/or accessory guide wire during advancement causing the reported failure to advance and subsequent stent dislodgement. The dislodged stent was embedded in the artery wall with another stent, and an additional xience skypoint stent was implanted to successfully complete the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex (lcx) artery. The 3.50x33mm rx xience skypoint stent delivery system (sds) was advanced however the stent dislodged from the balloon, possibly due to interaction with another guide wire. The dislodged stent was compressed against the artery wall with another stent. Another 3.50x33mm xience skypoint was implanted in the target lesion to complete the procedure. No additional information was provided.